Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the dso was found to be failed. There was no patient involvement and harm.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of ¿dso was found to be failed¿ could not be confirmed through downstream occlusion test. Upon further investigation, we found broken battery compartment door and delaminated dso seal. Replaced, battery compartment door and dso seal. Record sets and equipment used - yes - downstream occlusion. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Based on investigation summary complaint was downgrade from reportable to not reportable.